Event description:
It was reported the patient suddenly experienced overdose symptoms described as a depressed level of consciousness and respiratory arrest. The patient was hospitalized. Diagnostic testing/troubleshooting was performed, reprogramming, MRI, x-ray, and an infection test to determine the cause of the symptoms. There were no abnormalities. After decreasing the daily dose of 825 ug/day to a daily dose of 411 ug/day, at the first follow up, the patient felt better already. The patient remained in the hospital and was alive with injury. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).